Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluation: visual and tactile inspection revealed that the spring tip was unraveled and the corewire was fractured approximately 1.5cm from the distal tip. Foreign material was found at approximately 1.5 cm, 2.5 cm and 42 cm from distal tip. The device was measured and met specifications. The portion of foreign material and fractured core wire was sent to the mtac lab for analysis. The foreign material was identified as a polymer polyamide type compound. The chemicals identified in the polymer polyamide type compound are not used during the manufacturing process of this device. It is possible that contact with another object/device during the procedure which may have left this type of polymer residue on the wire. The cause of the corewire fracture was determined to be from a tension/torsion overload. The batch number is unknown; therefore the manufacturing records for the complaint device can not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on the product analysis completed on (B)(6) 2011. It was reported that during a percutaneous coronary intervention (pci) procedure, a resistance and coating issue occurred. The target lesion was located in the severely calcified left anterior descending artery. The physician successfully crossed the lesion with the 330cm rotawire guide wire and then had difficulty advancing and removing the 1.75mm rotablator rotalink burr through an unspecified guide catheter. The rotawire guide wire, guide catheter and rotablator rotalink burr were removed as a single unit. Upon removal a white resin like material was observed on the wire which was thought to be the hystyrene coating. The procedure was completed with another 330cm rotawire guide wire. No complications were reported and the patient's status is good. However, product analysis revealed a core wire fracture and determined the substance to be foreign material.